Manufacturer narrative:
The device serial number is unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that while on a patient, the unit alarmed for a pressure sensor auto-zero failure.the customer reported there was patient involvement.